Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. The customer reported the pump was being used as normal, then the screen went black. The customer plugged the pump into a power source using viable charging supplies; however, the screen did not illuminate. The customer attempted to trigger a button alarm; however, nothing happened. Customer was unable to access pump features. During troubleshooting with tandem technical support, it was confirmed that there was only a single green led light flashing around the wake button. The customer's blood glucose level was 370 mg/dl and was addressed with manual injections.